Event description:
A home patient (hp) contacted baxter (B)(4) to report damage to a minicap. There was no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The complaint was not confirmed; the customer returned the pouch, but not the minicap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.